Manufacturer narrative:
Device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. There was unknown patient involvement.

Manufacturer narrative:
Additional information was received that there was no issue related to physical damage or mishandled abuse and there was no delay of therapy. There was no patient involvement and no patient harm reported. H6 - health impact and evaluation codes: updated. Device evaluation: no product was returned. The investigation determined the most probable cause to be the force sensor not operating as intended or being out of specification; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.